Event description:
In 2007, I had a spark sling made by ams placed during a vaginal hysterectomy by dr (B)(6), a urologist at (B)(6). Dr (B)(6) is now retired. In early 2011, I began to experience dyspareunia. My pcp, after a bimanual exam, referred me to (B)(6) arnp in the gynecology department at (B)(6). She also performed a very painful exam. She diagnosed me with vaginal atrophy and was also able to palpate the sparc sling right where my pain was and still is. She prescribed estrogen cream and referred me to the urologist. After a few months of using the cream and no resolution of symptoms, I went to the urologist in (B)(6) 2011. He performed a bimanual exam and was also able to elicit the pain. He was also able to feel the sparc sling in the same area. A cystoscopy was performed at that time. There was no erosion into the bladder. We decided that it was reasonable to surgically remove the sling in hopes of relieving the dyspareunia that I had been experiencing for the last year. On (B)(6) of 2011, he was able to get the sparc sling partially removed. He told me he removed the entire sling. A few years later, it was found that the right side of the sling was not completely removed. There was no resolution of the pain. In 2013 I went to (B)(6). I had a consultation with a urogynecologist by the name of (B)(6). She was able to palpate the sparc sling right where my pain was. She performed a cystoscopy that was normal. She recommended that I use estrace as she felt that it was better than the cream I was using. As of (B)(6) 2013, I have been having pelvic pain that is radiating to my legs and peroneal area. I went back to dr (B)(6) and she performed another cystoscopy that was normal but she stated that she couldn't feel the sling anymore. So she ordered a ultrasound of the pelvic area. It was done with a 3d/4d ultrasound machine. Dr (B)(6) who is a radiologist could see that a piece of the sling was still located on the right side of my vaginal wall. He said that it looked like it had 'involuted" and the edges were very rough looking. At that point, I went back to see dr (B)(6) and she said that it was reasonable to have surgery but that she felt the sling was most likely not the cause of my pain but she was willing to do the surgery if I preferred. At this point, I told her I did not wish to go forward with the surgery. Instead I have opted to have physical therapy for the pelvic pain. As of today I have had four therapy sessions. I have had some resolution of pain at times but it returns by the next day I also have been getting sharp pain in my right hip. I have to take aleve at night to sleep due to the pain. I am going to continue with the physical therapy for as long as the therapist feels that we are making progress. (B)(6).